Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4) . The meter result at 7:00 am was 6.7 inr. The meter result at 8:10 am was 7.9 inr. The result from a laboratory 10:00am was 4.7 inr. The laboratory reagent was not known. The customer believed this result was correct. Based on the laboratory result, the doctor advised the warfarin dose be decreased from 5 mg to 2.5 mg. The meter result at 3:10 pm was 5.7 inr. There was no treatment received based on the meter results. There was no allegation of an adverse event. The customer used different fingers for each meter test. The customer had no hematocrit issues, no heparin, no direct thrombin inhibitor, no change in diet, no additional illnesses, and no bleeding or bruising. The therapeutic range was 3.5-4.0 inr. The suspect meter and strips were requested to be returned for investigation. The returned meter was tested in comparison to a retention meter and masterlot strips using human blood samples from warfarin donors. Donor 1 inr: 2.7 inr. Donor 2 inr: 3.2 inr. Donor 1 hct: 46%. Donor 2 hct: 50%. Testing results: donor 1: retention meter with masterlot strips: 2.8 inr. Customer meter with masterlot strips: 2.8 inr. Donor 2: retention meter with masterlot strips: 3.2 inr. Customer meter with masterlot strips: 3.2 inr. All results were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material met the specifications. Relevant retention test strips (lot 247896-23) were tested in comparison with the current master lot coaguchek xs pt test strip. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified. The investigation was unable to find a definitive root cause. The customer's antiphospholipid antibodies and the fact the customer admitted blood was not applied to the strip within 15 seconds of the fingerstick are factors that are known to influence results.